Manufacturer narrative:
Device evaluation anticipated, but awaiting device return.

Event description:
A patient underwent a bilateral tt maze procedure. During the procedure, cardiac tamponade occurred during creation of an ablation lesion. The patient was placed on cardiopulmonary bypass and the bleeding was managed surgically. The patient recovered. There was no reported device malfunction, and the adverse event was the result of a procedural complication.